Manufacturer narrative:
Evaluation summary: the analysis found that the device was received with the torque wrench area damaged. Additionally, the clamp arm was received broken at the pin that holds it to the inner tube. No pieces were missing. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, could not attach torque wrench when trying to connect the blade and the hand piece. Another device was used to complete the case. No pt consequence.